Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined that the device failed volumetric accuracy testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing as fluid was transferred above the allowable specification range. Further inspection of the door assembly identified deteriorated piston foam and a cracked door piston on the rib of the left disposable. Test piston foam was installed and the device was able to pass volumetric accuracy testing. The cause of the rite failure was due to the deteriorated piston foam and cracked door piston. The piston foam and door piston was scrapped. Should additional relevant information become available, a supplemental report will be submitted.